Event description:
(B)(4). Initial report: this case was received from a physician and involves a female pt. Cosmetic injection with poly-l-lactic acid (sculptra) in the cheek/nasolabial area was performed (operator: reporting physician) and the pt was very pleased with the result. In (B)(6), the pt got a special, so-called highly effective cream (nos, no brand name available). After several applications of this cream (location: face), the pt experienced a nodular hardening in the nasolabial area. Outcome at the time of the report: ongoing. The physician recommended a withdrawal of this cream and a daily massage of the affected region. He is unwilling to fill out a data collection form.